Event description:
Customer reported that a patient underwent an unspecified hernia repair and mesh implant. The patient presented "a few weeks later" with an unspecified mesh failure. The patient was returned to surgery and the previously implanted mesh was explanted. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.